Manufacturer narrative:
H6: investigation summary: since no photos or samples displaying the reported condition of infection were available for examination, we were unable to fully investigate this incident. A device history review was conducted for lot number 2010635 no defects were found.

Event description:
It was reported while using bd saf-t-intima¿ closed IV catheter system an infection occurred. The following information was provided by the initial reporter: zone inflammation left shoulder evacuation pus+++ compress with betadine.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd saf-t-intima¿ closed IV catheter system an infection occurred. The following information was provided by the initial reporter: zone inflammation left shoulder evacuation pus+++ compress with betadine.